Manufacturer narrative:
An investigation was completed: it was reported on (B)(6) 2024 that brevera system (B)(6) and brevera driver (B)(6) began experiencing driver errors during a procedure. It was reported that after the first tissue sample was taken, an error appeared on the screen, and they were unable to take more samples. Patient impact was reported as the patient had to be rescheduled for another day. The dispatched field service engineer (fse) confirmed the driver needed to be replaced and replaced the driver. Neither the brevera system nor the brevera driver used in this complaint were returned for investigation. The brevera driver was 1,868 days old at the time of the complaint. Further investigation could not be performed as parts were not returned to pmqa. Since no parts were returned, a definitive root cause could not be determined. After reviewing the complaint, discussing the case with a hologic service sustainment engineer, and examining a previous investigation into this type of issue, the most probable root cause for the reported error codes is related to the needle not firing its fully designated firing distance. This root cause can be linked to insufficient spring force when firing into breast tissue causing excess drag and reducing needle travel velocity. As a result, the timing shaft can become jammed with the outer cannula fork and the wear plate, effectively blocking cam shaft rotation and preventing biopsy samples from being taken. Conclusion: as no parts were returned to pmqa for investigation, root cause for the reported issue was unable to be determined. Conversations with service engineering indicated that based off the error experienced, it is likely that the needle did not fire its full distance, and the cannula forks jammed with the timing shaft of the driver. Since the patient had to be rescheduled for an additional procedure due to an inability to retrieve biopsy samples, this was considered a reportable event to the FDA. Due to the calculations from the risk assessment for driver related issues changing, a risk file update will be required. A new driver design has been created that will address the spring force issue. Pmqa will monitor the complaint data for this new driver design and look to see if trends for the driver being jammed are still occurring. Device history record (DHR) review: driver serial number: (B)(6) driver sku: rm-brevdrv system serial number: (B)(6) driver manufacture date: (B)(6) 2019 driver installation date: (B)(6) 2020 UDI: (B)(4). Driver DHR review was performed. The device history record for the serial number involved was reviewed and was found to have met all manufacturing requirements prior to shipment for distribution. This includes final inspection and packaging inspections.

Event description:
It was reported that on a brevera procedure on (B)(6) 2024, the customer reported an error related to the driver of the console. They could only obtain one sample and then error. Procedure had to be aborted and the patient rescheduled. Fe examined the equipment and determined that the driver needed replacement. The driver was replaced and verified that the system met the manufacturer´s specifications.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. H6: appropriate term/code not available: suggested code: mechanical driver.